Event description:
Same case as: 2134265-2010-00376. It was reported that during a carotid stenting procedure, high blood pressure and neck pain occurred. The 90% stenosed lesion being treated was located at a bifurcation in the left common carotid artery. The lesion was treated with a filterwire ez and a carotid wallstent was implanted. The pt experienced hypertension during the index procedure. No action was taken and the event was considered resolved without residual effects. Following post-dilatation the residual stenosis was 10%. The following day, the pt experienced neck pain. The pt was treated with medication and the event was considered resolved without residual effects. The pt was discharged the same day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.